Event description:
Customer reported there is little or no flow when using the connector with gravity infusions. When using a syringe they can push fluid through the connector, but there is a noticeable increase in resistance. When pushing fluid through a y-site in an IV line there is greater resistance or cannot push fluid through at all. There was no pt harm but there was a delay with the infusion. No medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the set was discarded and is not available for eval. The cause of the reported little or no flow when using the connector is unk.